Manufacturer narrative:
(B)(4). Method: the complaint rt126 infant low flow breathing circuit was returned to fph in (B)(4) for evaluation where it was visually inspected and tested in a waterbath for leaks. Results: visual inspection revealed pin sized holes on the inspiratory limb approximately 680mm and 840mm from the chamber end connection. During the waterbath test, bubbles formed from the pin sized holes in the inspiratory limb. A lot check could not be performed as no lot number was provided. Conclusion: the air leak was caused by damage to the inspiratory limb. The cause of the damage could not be determined. All rt126 breathing circuits are pressure and flow tested at the production line before leaving the production line and those that fail are discarded. The user instructions that accompany the rt126 infant low flow breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare representative that the rt126 infant low flow breathing circuit had a spontaneous air leak 5 days into use. The rt126 breathing circuit passed the ventilator leak test before patient use. No patient consequence was reported.